Manufacturer narrative:
The report received from the affiliate indicated that during a transcatheter hepatic artery embolization, the trufill dcs orbit complex fill 8 x 24 coil was advanced through the unknown microcatheter, but it became stuck. The delivery system was pulled back but the coil prematurely detached. The device was exchanged for another product after being successfully removed from the patient. The procedure was completed successfully. There was no reported patient injury. It was reported that the target lesion was not calcified, and not tortuous. Inspection of the returned product also found that the coil was stretched. It was reported that an adequate continuous flush was maintained through the microcatheter at all times; it is unknown if the microcatheter was reshaped. It is not known if other coils had gone through the microcatheter prior to the event. It is unknown at what part of the microcatheter the resistance occurred. The product was returned for inspection. A non-sterile trufill dcs orbit and an additional introducer were received coiled inside of a plastic bag. The dcs system was inspected and introducer was unzipped while the support coil and gripper were out of it. Embolic coil was broken since only the headpiece was received attached to the gripper and the rest of the coil was not provided. Kinks were noted in the hypotube. Neither the support coil nor the gripper presented damages. Second introducer received presented several residues of blood inside of it as well as an embolic coil which was stretched by the proximal side and the rest of it presented kinks and residues of blood. The od from the delivery tube was measured and was found within specification. Gripper was inspected under microscope and it presented no damages. Embolic coil was also inspected and it presented kink in the proximal side and stretched in the distal side as well as part of the broken coil could be observed due to the headpiece was still attached to the gripper. Microscopic analysis showed a wedge of solder still attached to the coil headpiece, in the area between the coil loops. This indicates that the solder had good adhesion to the coil headpiece. Functional test could not be performed due to the conditions of the received product (embolic coil broken). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15131123 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The report that the trufill dcs orbit was impeded in the unknown microcatheter could not be evaluated due to the received condition; however, the od of the device was within specification. With analysis it was confirmed that the coil separated from the headpiece; it did not detach from the gripper; additionally the received coil was stretched. Although no conclusion can be made, it is possible that procedural factors contributed to the event. The cause of the kinks in hypotube and broken coil could not be conclusively determined; inspections are in place to prevent these kinds of damages leaving from the facility and it was stated that other than the reported event, there were no other damages to the device upon removal. This would indicate that these damages were likely caused during the insertion or removal from the microcatheter. Based on the analysis which found evidence of good adhesion to the coil headpiece, it appears that device interaction with the concomitant microcatheter and manipulation contributed to the event. With review of the available information and the analysis of the returned device there is no indication of any manufacturing issues related to the event. Procedural and handling factors appear to be contributed to the failure reported; therefore no corrective actions will be taken at this time.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a transcatheter arterial embolization, the physician advanced the trufill dcs orbit complex fill 8 x 24 coil through the microcatheter, but it became stuck. The physician pulled back the delivery system but the coil prematurely detached. The device was exchanged for another product after being successfully removed from the patient. The procedure was completed successfully. There was no reported patient injury. The target lesion was the hepatic artery. The target lesion was reported to be: not calcified, and not tortuous. Inspection of the returned product indicated that the coil was stretched. Additional information has been requested.